Event description:
12/9/96 catheter placed. 2/3/96 pt receiving ns flush IV push. Pt heard a "popping" sound. Tubing flushed easily but unable to draw back any blood return. Using 10cc syringe. 2/3 fluoroscopy - line ruptured. 2/3 - line replaced.